Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump did not deliver insulin at night. The insulin pump vibrates at night which wakes the customer. Customer is experiencing highs in the morning. Customer noticed that the insulin pump has plenty of insulin and now it does not work. The blood glucose reading 376 mg/dl, tried to deliver 10 units, the insulin pump did not deliver insulin. Customer treated with manual injection. Nothing further reported.